Event description:
Voluntary report number mw5031352 was received from the FDA regarding a patient who underwent a total hip replacement on an unknown date. During surgery, it was reported that a tiny piece of the tip of the flexible reamer head broke off into the left femur shaft. The surgeon was unable to remove it and the tip remains in the patient. On (B)(6) 2013, additional patient information was received from the patient safety coordinator at the hospital. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related anomalies were found. Placeholder.